Manufacturer narrative:
B5 describe event or problem - updated.

Event description:
It was reported that guidewire fractured. The target lesion was located in the deep veins of the right lower extremity. A 035/260/1 guidewire was advanced for treatment. However, during prcoedure, it was noted that the guidewire could not cross the lesion wand found that it was fractured and streched. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that this event is a duplicate and has already been reported under emdr 2134265-2020-10794.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the right iliac vein. A 035/260/1 amplatz super stiff guidewire was used in a procedure. However, resistance was met upon crossing the lesion. The device was removed and it was noticed that the guide wire was fractured and stretched. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.